Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported an unexpected postoperative degree of astigmatism. An online calculator was used to calculate the iol power. No reported medical or surgical intervention. The device remains implanted. There are two medical device reports associated with this event. This report is associated with the calculator.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product evaluation: information was provided that following an intraocular lens (iol) implant surgery, a surgeon reported an unexpected degree of astigmatism. The online toric calculator was used. Before the operation: diagnosis immature cataract; complex short-sighted astigmatism, os 1.7.d. Phacoemulsification carried out without concerns with lens implantation. When calculation in on-line calculator incision axis 90º, implantation axis 73º. After operation residual astigmatism according to the calculator is 0.26. On the second day after operation lenticular astigmatism is 7.75-8.0 d, sphere -0.75 d (estimated astigmatism--2.0 -2.5d). No further information was provided by the customer to further investigate the reported issue against the calculator. The root cause cannot be determined based on the information provided. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).